Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -5.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a toric lens due to refractive surprise. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6: device evaluation: lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found a deformed optic and the haptics bent. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).